Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of a broken clamp was confirmed and reproduced. Service determined that the cause was due to a broken door latch. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken clamp; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.